Event description:
It was reported by the rep that the (1) prw35 was used during a colectomy procedure. It was reported that the surgeon went to fire the stapler and it would not close the skin. The case was completed with another device and with no pt consequence.